Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted a damaged segment on the tubing. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tubing which suggested the cause of damage was related to manufacturing. The reported condition was verified. The cause of the reported condition was damaged tubing during manufacturing which resulted in a fluid leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the connecting tube. The device contained an unspecified medication. This occurred during filling. There was no patient involvement. No additional information is available.